Event description:
It was reported that the quantum controller was not working. No case reported; therefore, there was no patient involvement. As per investigation results smoke was reported in the controller.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Visual inspection observed a damaged lid, and heavy amounts of dried saline in the power plug and fuse housing and burn marks around the housing and plug. Functional evaluation revealed plugging in the unit caused it to smoke and trip the workstation breaker. The unit was not tested further. The complaint was confirmed and the root cause was associated with a failure to follow instructions. Please refer to the IFU for proper cleaning and sterilization methods. No containment or corrective actions are recommended at this time.